Manufacturer narrative:
Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using the bd instrument max clinical with the bd sars-cov-2 reagents for bd max¿ system, a false positive result was obtained by laboratory personnel. The customer indicated the curve anomalies are induced by bubbles, but do not trend to any position. The customer reran the samples with other unspecified methods and the results were negative. There was no report of patient impact.

Manufacturer narrative:
H6: investigation summary: the complaint of "false positive result" was reported against the bd max instrument catalog number 441916, serial number (B)(6). The customer reported receiving an n1 false positive on a1 run 34. Global noted that curve anomaly is caused by bubble in the lane. They did not notice any trends on the pump or on the positions. New bd sars-cov kit has not been used yet. The complaint is confirmed based on the information provided. No parts or material has been returned to bd for investigation. Root cause is due to bubbles. No new risks, trends, or hazards identified.

Event description:
It was reported that while using the bd instrument max clinical with the bd sars-cov-2 reagents for bd max¿ system, a false positive result was obtained by laboratory personnel. The customer indicated the curve anomalies are induced by bubbles, but do not trend to any position. The customer reran the samples with other unspecified methods and the results were negative. There was no report of patient impact.